Event description:
It was reported that a balloon rupture occurred. On an unspecified date, a non-boston scientific stent was implanted. In (B)(6) 2023, an in-stent restenosis was noted in the coronary artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm for 10 seconds. The device was removed without any issue using normal method and the procedure was completed with a different device. No patient complications reported and the patient was good post procedure.